Event description:
A pt experienced a seroma at the location of the pump, and swelling at the catheter incision site due to a csf (cerebrospinal fluid) leak. The device system was revised, but the pt still presented a csf leak. The hcp was thinking of doing a laminectomy to seal the csf leak, but the pt wanted a second opinion. The pt's spasticity was under control; and no other negative symptoms occurred, other than the swelling at catheter incision site. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).